Event description:
It was reported that the pt is complaining about pain, tightness, and swelling.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.